Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported their communicator stopped working over the weekend. The blue light turns on, but it won't charge. The patient mentioned they tried several different power cords this weekend, and the communicator was plugged in all weekend long, but never turned green. The patient confirmed the orange light was not on during the call and the patient was able to connect to their pump and request/receive a bolus successfully. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the communicator. No patient injury reported. Additional information was received from the patient who stated that they received the replacement communicator but were still having the same issue of it not taking a charge. The agent collected the serial number and discovered that it was the same number as the one in the original documentation (B)(6)and that the patient must have mixed them up inadvertently. It was noted that the patient had already sent it/returned the good/new communicator that they had just received, so a replacement communicator was again requested from the repair department. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 15-apr-2022, UDI#: (B)(4). H3. Analysis found tm90 micro usb port/hub is visually damaged (micro usb hub bracket broken and burnt l3 on charge board). Micro usb charge port is loose and rattling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.